Event description:
It was reported by the customer that the cardiosave intra-aortic pump (iabp) will only function while using battery power. Additionally, the customer reported that after re-seating the console in the cart the iabp was able to function on a/c power. The circumstance of this event is unknown; or if there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported failure. The unit passed all l functional test and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic pump (iabp) will only function while using battery power. Additionally, the customer reported that after re-seating the console in the cart the iabp was able to function on a/c power. The circumstance of this event is unknown; or if there was patient involvement. However, no adverse event was reported.